Event description:
The data and information contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. Allegedly, during a fibroid removal, cutter did not function well and metal shavings came off the cutter into the patient. Partial resection of tumor completed; the doctor switched to an open procedure to get the last part of the tumor removed. All metal shavings were flushed out. The procedure was completed with no impact on patient. Patient condition good.